Event description:
Dealer alleges end user was riding the scooter when the power cut off while making a turn causing the scooter to tip and the end user fell.

Manufacturer narrative:
Device not available for evaluation. Will submit a follow-up investigation report should the device become available.

Event description:
Dealer alleges end user was riding the scooter when the power cut off while making a turn causing the scooter to tip and the end user fell.

Manufacturer narrative:
Incompleted device returned. Several attempts to obtain missing component were unsuccessful. Please refer to attached returned product evaluation.